Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that on (B)(6) the primary line of fluid was being pulled despite setting the pump as a secondary medication to infuse. The primary pump tubing (non filtered) contained 500ml of d5w. The secondary tubing had oxaliplatin in a 500 ml bag set to infuse at a rate of 286ml/hr. The medication was hung, pump programmed and appeared to be infusing correctly, until 1.5 hours into the infusion it was noted that the secondary medication line was still full (despite correct pump settings). The primary line of fluid (lowered on 2 hangers) appears to have been back-priming or being pulled despite pump setting to infuse the secondary medication. Rn clamped the primary line and reset secondary infusion to ensure full medication administration. No further issues once primary line clamped. The infusion was through portacath. There was patient involvement but no harm.